Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device is not turning on when opening the lid. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and duplicated. Device was unresponsive to opening and closing of the lid. The device was returned to the stryker product assessment center for further investigation. The root cause of the reported issue is determined to be the faulty reed switch, sw5. Stryker archived the device and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device is not turning on when opening the lid. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.